Manufacturer narrative:
Customer stated problem cannot be confirmed. Device is working as expected. No problem found. Electrical safety and functional test passed.

Event description:
It was reported that the device seemed to have overheating and flow switch alarm. There was unknown patient harms reported as a result of the event.

Manufacturer narrative:
The device was returned for evaluation in used condition. Visual inspection found no cracks or visible damage. Service history review identified there was no service within the last 12 months. Functional testing was performed and the device tested normally. The device is working as expected. No action was taken.